Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in early 2007 the patient was administered heparin for treatment of a pulmonary embolism. Shortly thereafter he began to experience symptoms consistent with the adverse reactions associated with contaminated heparin. The patient passed away in the same month.

Manufacturer narrative:
Submit date: 08/03/2009. An investigation is currently underway. Upon completion, the results will be forwarded.